Manufacturer narrative:
Age at time of event - (B)(6) or older.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 6mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 6mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the balloon was inflated 3 times at 8 atmospheres for 10 seconds respectively, however, during the third inflation the balloon ruptured.